Event description:
Medtronic received info that this bioprosthetic aortic valve exhibited calcification and stenosis, with a peak gradient of 92.24 mmhg and a mean gradient of 58.25 mmhg. The decision was made to explant the valve. Upon explant, clots were observed in each leaflet cusp. The clots were observed, and the valve appeared structurally normal. The valve was sent to the hospital pathology laboratory for examination. The valve was replaced with a similar valve, with no reported pt complication.

Manufacturer narrative:
Eval method: no info available. Result: there are no results at this time as the investigation has not been completed. Conclusion: exact cause of the event cannot be determined as the prod has not been returned for analysis. Analysis: to date, this product has not been returned for analysis, and product specific information has not been provided. Consequently, review is limited, and no definitive conclusions can be drawn. Return of the device following completion of the eval by the hospital pathology lab is anticipated. Conclusion: no definitive conclusions can be drawn at this time as the prod has not been returned for analysis. Return is anticipated. A follow-up report will be submitted once the prod has been received and the analysis has been completed. Device explanted without reported pt complication.